Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, electrograms revealed low level, high frequency noise causing pacing inhibition. It was predicted to be myopotential oversensing and programming changes were discussed. No intervention was made. The patient did not experience any adverse consequences. The patient will be monitored with regular follow ups.